Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor passed with accurate reading.

Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl. Customer stated she had a recent eye surgery. Customer reports getting sensor errors and weak signal alerts. Customer stated that she went into the hot tub and took of the transmitter off. Customer stated she was unsure if there is any damage on the connector or pins. Current blood glucose value was 155 mg/dl. Nothing further reported.